Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted and a device reset had occurred. The device rate histogram and percentage pacing data has been cleared. The device had experienced a partial reset. The device remains in use. No patient complications have been reported as a result of this event.